Event description:
Repair request initiated by a distributor for the device with a report of a detached foot. Repair escalated to complaint due to the reported detachment of the footed portion. No patient impact was reported. On follow-up, it was noted that the detachment was identified during the procedure, and it was confirmed that there was no patient impact.

Manufacturer narrative:
The device has not been returned for evaluation. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."